Manufacturer narrative:
After battery installation, device powered up with a silent flashing white display due to corrosion and rust all along the bottom of electrical board. The pins of the lcd connector located on electrical board are corroded and have mold on them as well. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that they replaced the battery cap but still the insulin pump was not turning on. The customer reported that the display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.